Event description:
It was reported that during atrial lead use, a lead warning triggered for high impedance. The atrial lead also exhibited impedance spike, oversensing, high threshold, no capture and apparent fracture. It was also reported that a implantable pulse generator (ipg) and atrial lead connection issue was indicated. The ipg and atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.